Event description:
The manufacturer was contacted in reference to the ds2adv auto CPAP device. The patient has alleged to difficulty breathing/short of breath. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.